Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse replaced the differential (diff), nucleated red blood cell (nrbc) and reticulocyte baths and found a piece of a rubber stopper lodged inside the diff mix chamber, blocking the drain port. He removed the obstruction and the instrument ran without any leaks. The fse replaced all the baths because upon initial analysis of the problem, it was evident the problem was from one of the baths. It was not possible to determine which bath was the issue. He found the blockage after he removed the diff bath, which was the last bath replaced. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained fluid leak of 5ml from a unicel dxh 600 coulter cellular analysis system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.